Event description:
It was reported that this during a routine follow-up this pacemaker battery is depleting faster than expected. Since last revision, battery went from one year to half year of remaining capacity. Boston scientific technical services (ts) later analyzed the device data and found power consumption had been increasing gradually, device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to the e1: initial reporter zip/post code and e1: initial reporter phone

Event description:
It was reported that this during a routine follow-up this pacemaker battery was found depleting faster than expected. The expected battery longevity went from one year to half year in a shorter period of time. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this during a routine follow-up this pacemaker battery is depleting faster than expected. Since last revision, battery went from one year to half year of remaining capacity. Boston scientific technical services (ts) later analyzed the device data and found power consumption had been increasing gradually, device replacement was recommended. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this during a routine follow-up this pacemaker battery is depleting faster than expected. Since last revision, battery went from one year to half year of remaining capacity. Boston scientific technical services (ts) later analyzed the device data and found power consumption had been increasing gradually, device replacement was recommended. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.